Event description:
It was reported by a covidien representative that a male patient with a history of radiation proctitis due to radiation for prostate cancer underwent a radiofrequency ablation (rfa) procedure using a halo60 ablation catheter on (B)(6) 2014. According to the treating physician, the procedure went as expected with an excellent outcome. The patient was sent home the same day with no clinical sequelae. Later that day, the patient returned to the hospital with symptoms of anemia but no acute blood loss was noted. The patient was admitted to the hospital. The patient did well overnight and was discharged to home the following day, (B)(6) 2014. It was reported that the patient died on (B)(6) 2014. At the time of this report, the treating physician had reached out to the patient¿s spouse but with no response. The treating physician stated that he does not believe the patient¿s death was related to the device or the rfa procedure. The patient had multiple co-morbidities including morbid obesity, poorly controlled diabetes, coronary vascular disease, ventricular valve defect of the heart and history of stroke. An autopsy report was requested but at the time of this report, it was not certain one had been performed. No other information is available at this time.

Manufacturer narrative:
Device was not returned therefore no evaluation was performed. Should additional information be obtained pertinent to this event, a follow-up report will be submitted. Covidien reference# (B)(4).